Event description:
It was reported that during an open total gastrectomy, three staples were unformed on the middle of the staple line of the posterior wall of the jejunum when the device was fired to close an insertion slot of roux-en-y anastomosis at the second firing. The staple height was blue. Additional suture was performed. The staples on the proximal and the distal were formed properly. The closing and firing forces were higher than expected at the second firing. Besides, the firing knob could not be moved forward smoothly because of the high firing force. When the device was used on the duodenum at the first firing, the firing was completed without any difficulties. The doctor waited 10 seconds after clamping and prior to firing for optimal compression at each firing. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: was the surgeon and o.r. Staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? ---yes. Was the sales rep present during the surgeons first few cases to insure the instrument was used in accordance with the IFU? ---yes. Was the rep present for this case? ---yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? ---2nd. What color (blue/gold/green) was selected on the selectable staple height selector before firing? ---blue. Was the cartridge loaded with the retaining cap on? ---no information. Was there an attempt to load the cartridge proximal end first (like en endocutter)? ---no information. Did anyone move the firing knob to the left or right after loading the device but before firing? ---no information. Was buttressing material utilized? ---no. Was the instrument fired across or near an existing staple line or clip? ---there was a possibility. Were any unexpected noises heard? ---no. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---closing and firing forces were higher. Was there any difficulty removing the device from the tissue? ---no. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? [No response]. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? ---no information. Was a leak test completed? ---no information. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? ---waited 10 seconds. If the device locked out, did it lock out on tissue or prior to use on tissue? ---n/a. Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? ---posterior if yes, what did it show? ---legs unformed. Was the firing to close an ostomy? ---no. Is a pathology specimen available? ---no information. Was another stapling device involved? (I.e., cdh, tl, tx, etc.) ---no information. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? ---no information. How long has the surgeon been using this device for this procedure? ---no information. What predicate device was used by the surgeon? ---no information. Was there a recent conversion to ees devices in this account or with this surgeon? ---no information. Where was the location of the malformed staples distal, proximal or in the middle of the staple line? ---middle of staple line. Where the malforms on the line closest to the cut line or in all of the rows? ---no information. Where the staple legs unformed or did they have irregular shapes? ---legs unformed. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.